Event description:
It was reported that on (B)(6) 2011, IV pump was not delivering bicarbonate at 30 ml/hour. The liter bag was supposed to finish in a few hours, but there was still a large amount of fluid in the bag.

Manufacturer narrative:
(B)(4). Multiple attempts were made by sigma to obtain the serial number of the device involved in this event. However, the customer stated that they may not be able to identify the device. The pump was not returned to sigma for evaluation. If the pump is returned in the future an evaluation will be completed and a supplemental report will be submitted. Sigma was unaware of this incident prior to the receipt of medwatch (B)(4) on (B)(6) 2011.